Event description:
Vaginal odor vagina [vaginal odour] , abnormal period vagina [menstrual disorder] , piece of tampon fallen off inside me..up there for about a week before I realized- vagina [foreign body in reproductive tract] , piece of tampon fallen off (inside me)- tampon [device breakage] . Case narrative: consumer reported via e-mail that a piece of tampon had fallen off inside her. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.